Manufacturer narrative:
Result: fowler ball screw assembly.

Event description:
It was reported by service report that the fowler is not lowering properly. It is unk if there was pt involvement, however, no adverse consequences are reported.